Event description:
The customer reported that the system was giving an overload fault error message.

Manufacturer narrative:
(B) (4). The ge svc rep cleaned and greased the hv cable ends and made 15 minute exposures at max kv/ma with no errors.